Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03386. It was reported that the patient presented for an initial implant procedure. Upon positioning the right ventricular lead, the helix exhibited rotation issues. The physician exchanged the lead during the same procedure on (B)(6) 2020. Upon connecting the replacement lead to the pacemaker, the patient experienced a decrease in blood pressure. Echocardiography was performed and revealed cardiac tamponade. A drainage procedure and blood transfusion was performed and the pacing system was removed. The physician was unsure which lead caused the cardiac perforation that led to the tamponade. A pericardial drainage was performed on (B)(6) 2020 and the patient entered stable condition.